Event description:
The home patient and spouse report a 2240 alarm during drain 1/3 of automated peritoneal dialysis with the homechoice machine. The nurse at the pt's dialysis unit reports that the patient disconnected the patient line of the pt's homechoice set from the pt's transfer set by accident. The treatment was discontinued with no patient injury or medical intervention reported by the nurse.